Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that replace battery alarm occurred twice on the same month without low battery alert. Customer states the battery cap was intact. The device will return for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert, battery power loss alarm or battery longevity noted during testing or in the pump trace download.